Event description:
A gonorrhea culture received in the lab on 3/14/98. It was plated out according to lab policy. The next day the culture was read as a positive neisseria gonorrhea with moderate growth or gram negative diplococci. The isolate was tested with the net testing kit. Controls were set up along with the test specimen. The test was performed according to testing procedure. The test reagent turned red which is interpreted as n. Gonorrhae. The test was repeated and the results were the same. The culture was sent for confirmation, when the results were received, the net test was repeated by a second technologist and the results were the same as the first testing. When the culture was sent out for confirmation the results were negative for n. Gonorrhea. On 3/24/98 the specimen was tested with a new lot of net and the specimen was identified as neisseria meningitidis. The specimen was repeated a third time with the first kit and also was identified as n. Meningitidis.